Manufacturer narrative:
(B)(4). Investigation summary: the customer reported the tip snapped the set, and returned a picture of the affected sample. The physical sample was discarded and not returned. The picture clearly shows that the pumping segment top outlet tip snapped off the pumping segment tubing. There is a known failure for improper loading of the pumping segment. We strongly recommend loading the top blue clip into the pump first, and then the bottom. If this is done incorrectly, or roughly, it may cause leaks/separations. A device history record review for model 24601-b007t lot number 20086930 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: without a failure investigation the root cause of failure cannot be determined.

Event description:
It was reported that as lvp ss bag 20d low sorb 2ss tex cv tip snapped off. The following information was provided by the initial reporter: material #: 24601-b007t . Batch/ lot #: 20086930. It was reported that the tip snapped off the infusion set.